Manufacturer narrative:
If implanted, give date: not applicable as the lens was not used. If explanted, give date: not applicable as the lens was not used. All pertinent information available to the manufacturer has been submitted.

Event description:
Reportedly, during opening of the zxt150 17.5 diopter intraocular lens (iol) package, the technician noticed a scratch on the lens. No further information was provided.

Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on 7/3/2017 device returned to manufacturer? Yes. Device evaluation: the product was received for investigation. The pouch was opened, and inside there was a closed lens case. The lens was lying loose in the pouch. Visual inspection shows that the lens was prepared for use; material was present on the lens that appears to be dried viscoelastic. On the optic, some surface damage that looks like a scratch could be seen. Investigation of the return sample and the condition of the return sample do not suggest the scratch was introduced during manufacturing. The reported issue was verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.